Event description:
It was reported that the patient experienced inflation issue on the left side of the inflatable penile prosthesis (ipp) and felt that it was sticking on something. The patient also had bloody discharge from the tip and soreness at the tip of the ipp. Additional information received stated that the patient experienced aneurysm of both ipp cylinders and the cylinders eroded into the urethra. A malleable penile prosthesis was used to preserve the right side. The ipp was removed and replaced with spectra concealable penile prosthesis.

Event description:
It was reported that the patient experienced inflation issue on the left side of the inflatable penile prosthesis (ipp) and felt that it was sticking on something. The patient also had bloody discharge from the tip and soreness at the tip of the ipp. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.